Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
It was reported the patient experienced high impedances on multiple contacts. In turn, the patient underwent surgical intervention wherein the ipg was explanted and replaced which resolved the issue.